Event description:
Boston scientific received information that this left ventricular lead exhibited high thresholds and was found to be dislodged. The lead was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.